Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, evaluation for alcl, increased risk of alcl,¿ ¿inflammation,¿ ¿tissue damage,¿ ¿capsular contracture,¿ baker grade unknown, ¿breast deformity,¿ ¿rashes,¿ ¿itching¿ and ¿pain.¿

Event description:
Patient representative reported patient ¿suffers from serious emotional distress including anguish, fright, horror, nervousness, grief, anxiety, and worry of bia-alcl,¿ ¿removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, evaluation for alcl, increased risk of alcl,¿ ¿inflammation,¿ ¿tissue damage,¿ ¿capsular contracture,¿ baker grade unknown, ¿breast deformity,¿ ¿rashes,¿ ¿itching¿ and ¿pain.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿disfigurement,¿ ¿aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing,¿ ¿depression,¿ ¿fatigue, chronic insomnia,¿ ¿post-traumatic stress,¿ ¿significant weight gain, chronic gastrointestinal upset or reflux ¿ irritable bowel,¿ ¿diarrhea,¿ ¿chronic headache¿ and ¿nausea on an ongoing basis;¿ these events are not related to the device. Device was explanted. This record is for an unknown side.